Event description:
The affiliate reported that the device was implanted via l-p shunt. After implantation, fluid did not flow through the device. It was noted that the ventricles of the patient¿s brain became large. A flushing procedure was performed but the patient¿s condition did not improve. As a result, the device was replaced due to a suspected clogged device.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves or catheters, which have resulted in blockages within the devices, restricting flow. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Manufacturer narrative:
Upon completion of the investigation it was noted that there was a tear in the silicone housing at the proximal connector. It is not possible to determine how the tear occurred. The instruction for use warn health care users to use extreme care when handling silicone as it has a low cut and tear resistance. The device was then tested for function and was found to have passed all tests. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation the root cause for the customer¿s complaint could not be determined. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.